Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Device was evaluated by an independent repair center.

Event description:
Per dealer, the unit will power on but none of the lights work and no alarm.